Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once investigation and product history review is complete.

Event description:
The clinical trial event reported a subject who experienced restenosis of the treated segment (target lesion) and underwent percutaneous intervention including thrombectomy, angiogram, and angioplasty of intragraft stenosis and edges of wrapsody stent stenosis. No residual stenosis or thrombus was identified upon procedure completion. The event was considered target lesion related, possible related to study device, and not related to study procedure.